Manufacturer narrative:
Product analysis: analysis noted that the programmer was displaying an overheat error message and a system error message. The micro processor unit (mpu) was replaced. The power supply was replaced as a preventative measure. The programmer was missing a stylus. The stylus was replaced and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up of the programmer, the unit was not working properly. No additional information was available. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.